Event description:
It was reported that the customer's insulin pump alarmed motor error during prime and filling. The customer's blood glucose was 3.7 mmol/l. The customer's insulin pump was not bumped or dropped. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window.